Event description:
Customer's wife reported that she found her husband in a semi conscious state, and not responsive. A result of 120 mg/dl was obtained on the customer's freestyle blood glucose monitor. Paramedics were called, and upon their arrival a glucose result of 43 mg/dl was obtained on an unk brand of meter. Customer was treated at the emergency room in order to stabilize glucose levels; exact treatment administered is unk.

Manufacturer narrative:
The customer's products have been requested back for an investigation.